Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect position motion control. No parts have been received by manufacturer for analysis. On 09/07/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & imaging modalities areas passed. System inspection test failed. System inspection failure: emergency stop test. E-stop impossible to be released. Mini db-9 connector found loose on the user front panel. E-stop connector re-tightened. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system does not complete motion calibration. The imaging system was blocked and emergency stop was on without any particular reasons. The imaging system had been shut down, however, once re-booted, the system asks for the motion calibration task. This process cannot be executed because each time, the imagimg system goes in emergency stop. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned positioner control box resulted in an electrical failure being found through functional testing and vis ual/physical examination. Analysis stated that when installing it to a test system, the system would not complete boot process and the motion will not fully ready. If information is provided in the future, a supplemental report will be issued.